Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels. The customer's reading was between 46 and 51 mg/dl. The customer treated with juice. The customer stated that the low readings began after starting the sensor. The customer stated that the doctor recently reprogrammed her settings. The customer was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned for analysis.